Event description:
Physician was using the biopince biopsy device on a liver biopsy. On the first pass he was able to obtain a good sample. On the second and third passes the samples were fragmented, so they obtained another device and completed the testing. This device was used per directions. Post film did not show any bleeding secondary to the biopsy. The patient was monitored a few hours and sent home. No harm to patient.